Manufacturer narrative:
Bard has made three attempts to obtain add'l info from the customer. The customer was unable to provide any info on product code and/or lot number. (B)(4).

Event description:
It was reported that after implantation of a bladder mesh on (B)(6), 2009, the pt has experienced complications from the bladder mesh including infection, pain, vaginal bleeding, and protrusion at multiple locations in her vagina.